Event description:
Same case as MFR # 2134265-2008-04720. It was reported that during a rotational atherectomy procedure, a guide wire fracture occurred. Lesions were identified in the circumflex (cx) and left anterior descending (lad) arteries. The physician was able to successfully ablate the cx with an unspecified burr. The guide wire and burr were then re-directed to the lad. While advancing to the lad lesion, the guide wire fractured and a portion of the guide wire remained in the pt. The physician felt that the interaction between the burr and the guide wire may have contributed to the fracture. Multiple attempts to retrieve the guide wire were unsuccessful. "Surgery refused the pt". The physician then used multiple non-bsc stents to secure the wire fragment to the vessel wall. No further pt complications or injury were reported. The pt's condition was reported as "stable." Add'l info has been requested.